Event description:
It was reported that a padgett brand blade was inserted in the zimmer brand dermatome. When the skin was harvested, the blade inflicted a laceration of 4 inches on either side of the graft harvest location on the pt's thigh which had to be sutured.

Manufacturer narrative:
Device was not returned for evaluation. A follow up medwatch will be submitted if the device is returned.